Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that there was an actual pt implication with this meshgraft and it was "not catching skin". Details obtained during clinical f/u, indicated that the zimmer meshgraft ii was not perforating skin even when sterile glove wrapper was placed under carrier.